Event description:
The company rec'd a report where it was claimed that the cuff burst during pt use. Extubation and reintubation of a replacement tube was required. It was reported that the pt experienced some tracheal pain after the operation.

Manufacturer narrative:
Part number # 107-65 is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.